Event description:
It was reported to philips that the device had slow pacing, which may have negatively impacted a patient. Customer reported that customer are dissatisfied with the pacing function on the dfm100 as it is different to other philips defibrillators in the trust and this results in additional time taken to pace the patient. Customer confirmed there was no harm to the patient in this incident, but suggested harm could have been caused. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had slow pacing, which may have negatively impacted a patient. It was noted that the patient was not harmed; details of the patient outcome are pending. Thus, this case is being reported as a serious injury pending additional information.